Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned they had been trying to charge their implanted neurostimulator for a couple of weeks, but could not get the implanted neurostimulator to charge past 20-30% because the pt said they were charging and they would charge for 3 hours, but ins would not increment. Patient spoke to representative today via phone and was redirected to pats. During the call, the patient initiated a charging session of their implanted device with a recharge quality of good. Patient said the minute they moved, the recharger would start beeping. Pt reset recharger on call and agent suggested the patient charge with a good connection. Implanted neurostimulators charge was at 30%. Pt could not get excellent connection on the call. Recharger appeared to be working as intended on the call, and agent suggested continuing to charge, discussed expectations with lower connection qualities, and suggested following up with rep. And hcp to look at implant site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.